Manufacturer narrative:
(B)(4).

Event description:
It was reported a merlin.net transmission indicated noise with several non-sustained vt and svt episodes. Programming options were discussed. No additional information available at this time. No adverse patient consequences were reported.